Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site in the pt's iliac artery. Upon the initial inflation attempt, it was reported that the balloon burst at less than the rated burst pressure. As a result, the stent was only partially expanded. In response, an attempt to withdraw the balloon catheter was initiated. Upon withdrawal, the delivery balloon caught on the stent causing it to migrate proximally within the femoral artery. The stent was subsequently deployed at that site.